Event description:
Surgeon's closing vaginal cuff laparoscopically with the endo stitch device. The device was loaded properly and worked for one stitch. The device released the suture. The suture was retrieved and discarded. Another suture was loaded properly. The device was used again and one stitch was thrown, and the device released the suture again. The suture was retrieved, and the device was judged defective. This was the second in a series of three similar incidents with this type of device in a period of 4-6 weeks.